Event description:
Infection, knee swelling, weakened immune system. Information was received in 2007 from the physician via an account manager regarding a male pt, initials e-g, with an unk medical history, who experienced infection, knee swelling and weakened immune system. The pt began treatment with synvisc the same year. The pt received one synvisc injection intra articular into an unk knee the same day of that year. Four days later, the physician received the information that the pt had experienced infection, knee swelling and was admitted to the hospital on an unk date. The physician reported that the pt had weakened immunity system during the hospitalization. The physician reported that he "thinks that this case was the reason of the skin, by the injection, and there was no reaction to synvisc". The physician assessed the severity of this case as moderate. The reporter assessed the relationship between the infection and synvisc as unlikely. The pt's had recovered from the infection. The outcome of the swelling and the weakened immune system was unk. None reported.